Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Hold for kp 3.19 information received by medtronic indicated the customer experienced a high blood glucose of around 300 mg/dl and current blood glucose was 225 mg/dl. Customer stated that the sensor had lost sensor alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.